Manufacturer narrative:
Results and conclusion summation- stenosis and angina, are listed in the IFU, as known adverse events associated with coronary stenting. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. In this case, it is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with revascularization and implantation of another drug eluting stent. Although a conclusive cause for the pt effects, and the relationship to the product, if any, cannot be determined. There does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: angina requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, and a 3.5 x 12 mm xience v stent was deployed in the proximal circumflex lesion. There were no reported pt effects or product issues at the time of the index procedure. However, in 2009, the pt returned with chest pain (classified as unstable angina class I). Diagnostic coronary angiograph was done, which determined that revascularization was required to treat the 2nd obtuse marginal branch, which was adjacent to the stent deployed in the proximal circumflex. Revascularization was done in 2009, with both a balloon catheter and an additional drug eluting stent. No additional event or pt info is available.